Manufacturer narrative:
B7 other relevant history: updated with additional information received

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up computed tomography (CT) scan and imaging showed a grade 3 hypo attenuated device thickening with pedunculated thrombus measuring 11mm x 9mm. The patient reported no symptoms of issues since procedure. The patient was placed on eliquis 5mg twice a day.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up computed tomography (CT) scan and imaging showed a grade 3 hypo attenuated device thickening with pedunculated thrombus measuring 11mm x 9mm. The patient reported no symptoms of issues since procedure. The patient was placed on eliquis 5mg twice a day.

Manufacturer narrative:
D6a: implant date is an approximate date as actual implant date is not known.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up computed tomography (CT) scan and imaging showed a grade 3 hypo attenuated device thickening with pedunculated thrombus measuring 11mm x 9mm. The patient reported no symptoms of issues since procedure. The patient was placed on eliquis 5mg twice a day. It was further reported that on 14-oct-2025 the outcome of the event was resolved.